Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per specifications. Sensor passed with accurate readings. It was unable to confirm needle anomaly due to customer did not return insertion needle sensor only. Unable to test or reproduce skin irritation in lab.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 100 mg/dl compared with the sensor glucose reading of 70 mg/dl. The customer stated that the sensor was slightly bent at the tip. The blood glucose reading at the time of the call was 134 mg/dl. Confirmed that the customer followed proper insertion and calibration protocol. Advised replacement of the sensor. Nothing further reported.